Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, patient underwent revision procedures on (B)(6) 2002, (B)(6) 2004, (B)(6) 2008 due to unknown reasons. Patient was further revised on may 11, 2015 due to subluxation. The modular head and constraining ring were removed and replaced.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, patient underwent revision procedures on (B)(6) 2002, (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, and (B)(6) 2008 due to unknown reasons. A further revision procedure has been indicated due to subluxation; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2015- 01473 & 01475 / 01478 & 01492).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately 4 years post previous surgery, due to unknown reason. The head and the lock ring were replaced. Attempts have been made and additional information on the reported event is unavailable.